Manufacturer narrative:
This supplemental is being filed to include an additional results code following the completion of a device investigation. Evaluation results findings (components/results) 1 device: cover; weld/deformation problem.

Event description:
No new information.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced accessible sharp edges exposed (metal). No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 2 devices: cover / deformation problem, 1 device: ground strap/wire / fracture problem, 1 device: cover / fracture problem. There was no remedial action taken. This device is not labeled for single use.